Event description:
It was reported that the head of the probe unit was glowing when turned upside down.

Manufacturer narrative:
The product was not returned for investigation. According to the information provided the unit was discarded. Therefore, the reported failure could not be confirmed. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Since the unit was not returned for evaluation, a definite root cause cannot be identified. However, based on the information provided, it was described as glowing at the end of the insulation towards the head. It is possible that if there are air pockets inside the joint area and the lumen is not completely submerged in saline water, then the arc will not be able to shape instead a short circuit is observed and the energy might be transferred through as described. Based on the previous similar complaint the contributor identified for the reported failure was water ingression inside the handle which cannot be ruled out as a possible contributor for the failure reported in this event. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the head of the probe unit was glowing when turned upside down.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.